Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out during the manual prime process. Troubleshooting was performed, and no damage to the drive support cap noted. The blood glucose reading was 357mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a slightly loose drive support disk. Unable to confirm the alarm. The device was received with cracked at the display window corners, cracked reservoir tube and window, cracked battery tube threads, scratched screen, and broken reservoir tube lip.